Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the start of a routine hemodialysis treatment. Rinseback was not completed due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 40cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.